Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system produced an artifact in both 2d shots and in the 3d spin. Patient was present. There was unknown surgical delay and impact on patient outcome. Additional information received "spine fusion procedure involved. There was less than 10 mins of delay. Issue occurred intra-operatively. There was no impact on patient outcome".

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3,h6): manufacturing representative went to the site to test the system, performed gain calibrations. Can't replicate artifact. Performed system checkout. All systems performing to operating standards. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, product ID: bi71000905, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.